Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 10mm (bost410) was returned for investigation. Visual evaluation of the as returned product identified a fractured collar and dried blood and bone residue around the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per, the patient had moderate (type ii) bone density. The reported device was located on an unknown tooth and was used for 11 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2015100939). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015100939) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes . H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier. Weight unknown / not provided.

Event description:
It was reported that the implant bost410 fractured and it was removed.